Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a prolonged low blood glucose while using the ilet, remaining under 100 mg/dl for several hours after skipping breakfast, and treated the event with oral glucose. Cause remained unclear and troubleshooting and education were completed. Symptoms included hypoglycemia with sweating and episodes of confusion or disorientation. Outcomes included an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.